Event description:
(B)(4). And now my dr said I have a nickel allergy and need a hysterectomy to have them removed.

Event description:
(B)(4). Went for 2nd hsg to locate coils, on one the marker is broke and the other is mia . Please take this off the market as I have to go for a complete hysterectomy.

Event description:
(B)(4). I went in may for tube tied. Dr convinced me to get essure, explaining the only side effect would be bleeding, but will subside after a few months. (B)(6) 2012, I went back crying saying I felt them, he said impossible. I said something was wrong. That was it for our relationship. Since then, I have had depression, anxiety, weight gain, weight loss, bloating. My family constantly asks if I'm pregnant, I developed an ed because of this. Headaches had to get CT scan because they were horrible. Came back normal. Developed a large lymph node under my armpit about 4-6 months after insertion lump still there, no explanation. Went for mammo, ultrasound and blood work, all normal. Back pain to the point, I cannot sleep, sit or walk very long. I've seen my primary care countless times. I'm always tired. I have such bad constipation sometimes, I had to go for a colonoscopy a year after insertion. Period pain so bad I feel like I'm in a horrible labor without meds, I fall to fetal position.